Manufacturer narrative:
It was reported by the customer's legal representative that on (B)(6) 2024 unspecified surgical hardware was used during a lapidus-type bunionectomy surgical procedure that was performed on the customer. Customer's legal representative alleges that following the procedure, the customer experienced non-union at surgical site, resulting in injury and necessitating further surgical procedure. On (B)(6) 2024 a lapidus-type bunionectomy surgical procedure was performed on left foot. It was reported that after the surgery severe foot and ankle pain was noted. The customers legal representative stated this pain limited walking ability and ability to perform daily tasks. On (B)(6) 2024, a second opinion was sought resulting in x-rays and CT scan. It was reported that the imaging revealed the bunionectomy surgery had failed showing nonunion and the tibialis anterior tendon was severely thickened, showing signs of irritation and damage. On (B)(6) 2024, surgery was performed on left foot to correct the issues created by the initial bunionectomy. It was reported that the surgery included removal of the surgical hardware that was placed during the initial surgery, a bone graft, a total revision of the prior bunionectomy, and a repair of the tibialis anterior tendon. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the customer's legal representative that on (B)(6) 2024 unspecified surgical hardware was used during a lapidus-type bunionectomy surgical procedure that was performed on the customer. Customer's legal representative alleges that following the procedure, the customer experienced non-union at surgical site, resulting in injury and necessitating further surgical procedure.